Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is temporal relationship between ccpd therapy with the liberty select cycler and the patient¿s reported adverse events of distention and fluid volume overload. At this time, it cannot be determined what exactly caused the patient to experience the symptoms of distention and reported fluid overload. Treatment data available indicates the patient had positive ultrafiltration and there is no evidence of an iipv event. The patient continues pd therapy with an increase in the dialysate solution to maximize pd ultrafiltration.

Event description:
It was reported a patient felt bloated and overfilled during dwell 2 of peritoneal dialysis treatment. The patient reported he was having difficulty draining however, the liberty select cycler did not alarm. During follow-up with the patient¿s peritoneal dialysis nurse, it was reported the patient was fluid volume overloaded (exact date unknown) allegedly caused by the liberty select cycler. The patient was treated by changing the strength of pd solution from 2.5% to 4.25% to remove maximum amount of fluid from the patient. Per the nurse, the patient was performing manual pd therapy until in receipt of replacement cycler. The patient is reportedly doing much better with peritoneal dialysis therapy and recovering from the fluid overload event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.